Event description:
The customer reported that the system made a beeping sound and shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The input transformer was adjusted and the inner nuts on the primary and secondary sides were tightened. The system was tested and found to be working as intended and put back into service.